Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was planned for use for the endovascular treatment of a 5 cm in diameter saccular abdominal aortic aneurysm. The diameter of the proximal neck was 25mm in diameter and 25 mm in length. It was reported that the patient had a false aneurysm and was supposed to have treatment with aortic cuff. The physician tried advancing the delivery system; however, the right iliac artery was narrow with a diameter of 4.5x6.1 and was calcified. The delivery system kinked and could not be delivered so the physician removed the delivery system. When trying to advance the delivery system, stress was added to the vessel wall causing a dissection near the common iliac artery and external iliac artery. The physician decided to implant other manufacturer¿s device for treatment. The left common iliac artery was thrombosed, which was determined to be impossible of the endurant delivery. No additional clinical sequelae were reported and the patient is being monitored.